Event description:
Pump failing to sound an audible alarm when a message was displayed on the pump screen. The pump was received in the biomedical engineering department with an unsigned note that read "broken". The customer's biomedical engineering department tested the pump and found that the pump could be programmed for a rate and a volume to be infused (vtbi), but when any other field was selected, the rotary knob would not respond. The rotary knob would click into place, and after a few seconds the pump screen would display the message "turn to run" but no audible tone was sounded. There were no reports of any adverse patient events while the pump was in clinical use. Though requested there was no further information available.